Manufacturer narrative:
The investigation confirmed that higher than expected amon quality control results were obtained while using the vitros 5,1 fs analyzer. The customer was using an ammonia based cleaner as a disinfectant when cleaning the vitros 5,1 fs analyzer. The vitros 5,1 fs chemistry system reference guide, in the section "safeguards and precautions overview" states: "cleaning solutions: do not use any solvents or cleaning solutions on the equipment other than distilled or de-ionized water. Never use ammonia cleaners on or near the system. If necessary, clean contaminated system components using a 70% isopropyl alcohol-in-water solution when suggested in the maintenance procedures." Therefore, the customer was not following the manufacturer's recommendations. An ocd field engineer performed "as needed" maintenance to the incubator and slide supply subsystems to remove ammonia contamination. Performance testing following maintenance verified that the equipment was returned to expected operation. The root cause of the event is user error.

Event description:
The customer obtained higher than expected vitros amon quality control results (biorad level 2 = 186.0, 174.9, 189.7, 189.0, 183.7, 183.7, 169.7, 177.9, 188.7, 185.8, and 192.2 mmol/l vs. Expected result of 68.0 mmol/l) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No amon patient results were known to be affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc complaint numbers (B)(4).